Event description:
A malfunction alarm identified as "malf 12" was reported, and there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if the malfunction reappears. No further support was required while insulin therapy was resumed.